Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation; type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation; type ii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was aneurysm sac diameter regression after the implantation, but then followed by aneurysm growth, which was due to a type ii endoleak. There was a coiling intervention to treat the type ii endoleak on an unknown date some time ago. There has been no confirmed migration. A palmaz stent had been placed on an unknown date, possibly at the time of the initial implant, for an unknown reason. Recently, the patient is symptomatic, and an ultrasound showed a 6.8 cm in diameter aaa; then, a non-contrast CT showed an unknown endoleak. The aortic neck has dilated, and it appears that the palmaz stent was slightly unexpanded. A secondary intervention was performed with coiling and an endurant cuff placed proximally with successful results. No additional clinical sequelae were reported, and the patient is fine.